Event description:
It was reported by service report that the brakes were not resetting after release from the brake position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake crank assemblies.